Event description:
Per complaint (B)(4), at incoming inspection, the distributer noticed black particles attached to the internal side of the sterilized vial or verso of side label. There was no patient involvement.

Manufacturer narrative:
Follow-up submitted to report device evaluation results.